Event description:
Pt with atrial fibrillation was cardioverted after a tee. Pt sustained a burn to the anterior chest wall. Silvadene was applied. Kimberly-clark r2 multifunction electrodes were used on a zoll monophasic m series defibrillator. Zoll representative notified. Suggestions received.